Event description:
It was reported to boston scientific corporation that an orise proknife was used during a colorectal endoscopic submucosal dissection procedure performed on an unknown date. During the procedure, the tip of the electrode got kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of electrode detachment.

Manufacturer narrative:
Investigation results the returned orise proknife was analyzed, and a visual evaluation noted a kink on the working length of the catheter. The device came with the electrode retracted; however, the thumb slide position indicated that the electrode should have been extended. A functional evaluation was performed by actuating the thumb slide to extend the electrode; however, the electrode was unable to extend. The distal tip was cut to inspect the electrode and upon visual inspection, it was noted that the electrode tip had worn off. Additionally, procedural residue was noticed on the distal tip. No other issues were noted. The reported event of electrode bent was not confirmed. Based on all available information and the condition of the returned device, it is likely that extensive use of the device and other procedural factors, such as power settings for the electrode, handling, duration of use, and/or tortuous anatomy, may have resulted in the electrode tip damage. Therefore, the investitgation concluded the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.